Event description:
It was reported that the hook of the permanent cautery hook instrument dislodged and fell into the pt cavity. The surgeon was able to locate the hook and retrieve it prior to closure. It was also reported that it was difficult to read the writing of the lot number of the instrument. No pt harm, adverse outcome or injury was reported. This incident was also reported by the hospital via medwatch report.

Manufacturer narrative:
The instrument was returned and evaluated. The hook and ceramic sleeve were not returned with the instrument. It was noticed that the lot number was smeared, however, the correct lot number could be confirmed. Engineering evaluation observied that the instrument hook and ceramic sleeve had pulled completly out of the plastic yaw pulley, and there were remnants of silicone adhesive on the base of the yaw pulley. There was no indication that the plastic yaw pulley had broken. Engineering also observed that there was incomplete fill of the ultem yaw pulley material around the base of the hook. Charring was also noticed at the base of the yaw pulley. The charring appears to have happened after the hook broke free from the conductor cable and pulley. This incident was also reported by the hospital.